Manufacturer narrative:
The customer¿s reported problem was confirmed. Complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case description: battery pack- low capacity. Caller has a 8015 unit giving a 133.6080 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: let the biomed to verify the battery is charged. A low charge battery could cause this error. If not, recommended to replace the backup speaker. Gave part number and biomed ended cll.